Event description:
Provider states that the left crossbrace is broken at a screw hole, 3 inches away from the intersection of the two crossbraces. Provider states consumer is under the weight capacity for the chair. No additional information provided. Protocol questions do not apply.

Manufacturer narrative:
Follow up to be sent if additional information is received.